Event description:
Customer reported that an approximate 1cm x 3cm portion of the device delaminated during implant. The mesh had been soaked in saline prior to implant. The surgeon continued to suture the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 10/03/2008. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.